Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the air/water supply volume and water removal ability did not meet standard value due to clogging of the nozzle. It was also noted that the bending section rubber and connecting tube had discoloration. The adhesives on the bending section rubber, the objective lens and light guide lens had white clouded areas. The electrical contact of the video connector had a scratch and connecting tube had a dent. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer was not sure what the foreign material was. The nozzle was flushed with a detergent solution during reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the gastrointestinal videoscope had a weak and ineffective air/water supply. The issue was found during reprocessing and the procedure was completed with the same device. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent.